Event description:
The pump's basal history did not reflect the basal total that should be present. Patient gave examples of the inconsistencies. The patient's blood glucose levels have been erratic and patient had a hyperglycemic seizure.